Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation issue could not be confirmed. The reported kink (bend as observed) was confirmed upon return. The reported failure to advance, removal difficulty, kink/bends, and wrinkled shaft noted during analysis were related to the case circumstances. The reported failure to advance and removal difficulty could not be replicated in a testing environment as they were related to the case circumstances. The cause of the reported inflation issue was unable to be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product deficiency. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to post-dilate an unspecified stent, a 3.5x15 voyager nc balloon dilatation catheter (bdc) was advanced via femoral access to a heavily calcified, 99% stenosed lesion in the heavily tortuous mid left anterior descending coronary artery with resistance felt against the vessel. Reportedly, the voyager nc failed to cross the lesion due to patient anatomy. When attempting to inflate the voyager nc balloon, the balloon failed to inflate past 14 atmospheres, despite several inflation attempts. The voyager nc was able to be completely deflated and withdrawn from the anatomy with resistance felt and the proximal shaft was noted to be kinked. No force was applied during advancement and retraction. A 3.5x15 non-abbott bdc was used to successfully complete post-dilatation, resulting in post-procedure lesion stenosis of 0%. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.